Event description:
A ddd pacemaker lead-impedence drop down to mid 100 range as well as problems sensing. Diaphragmatic pacing at 10 volts found to be absent. Pacemaker was replaced because of end of life-battery replacement. Lead was capped & remains in the pt.